Manufacturer narrative:
The rse conducted a remote evaluation of the device and identified that there was no ac power indicator light malfunction. The issue got resolved after device operational check. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Institution: (B)(6) hospital. Phone number: (B)(6).

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the ac power indicator light was abnormal. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.